Event description:
It was reported the patient had been getting "weird" stimulation sensations. It was noted there was stimulation in the wrong location, and it seemed like stimulation was not going to the right place. It was logged this began the month prior to report when the patient started going to the chiropractor. It was noted the pains the device helped with had also come back and the patient had to turn stimulation up high and then the stimulation was uncomfortable which made it worse. It was reported the patient had the device for crts leg pain. It was noted the patient's calves were swelling and that had been going on for a few years but not as bad as it was at the time of report. It was logged the chiropractor worked on the patient's lower back, which was where the leads were.

Event description:
Additional information received from the consumer reported they had reprogramming done in (B)(6) 2016, with a new group added so they could try hd programming. The consumer liked the new group with hd, but stimulation was going to the wrong location, and the group only had one program. Stimulation had to be increased to high parameters to get stimulation into the right leg, but stimulation was still more prominent in the left leg, even though the left leg wasn't what they needed stimulation for. According to the consumer the doctor wanted him to get his current device removed to get a different manufacturer's product for hd. The consumer didn't want to because it wasn't adaptive, and they wanted to keep what they had and also get a pain pump. A request was made to meet with the manufacturer's representative (rep) to see if adding additional programs for their current program was an option. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the rep had no additional information. Later, the consumer reported the back pain which he had since prior to the device was worsening. The back pain was in the area where the implantable neurostimulator (ins) was located. The patient had the ins for complex regional pain syndrome in his legs and feet and the ins really helped a lot. Since the patient got the scs, he did not need to take as much gabapentin as he used to. The patient spoke to the rep about changing the stimulation to also help his back. They tried high frequency programming which was too high on one side, so it did not work to help his back. The patient asked for a medication increase to help with his back but the healthcare provider (hcp) told him to take 5 per day and did not put it on the label which said 3-4, so they got all messed up and hostile. The patient also wore a patch. It was noted the patient had done physical therapy and chiropractic for his back since he got the ins. One time in 2014, the chiropractor was pushing something on the area where the ins was located and it took 3 days to get over the pain. It was noted the back pain was worsening and the back pain was aggressive. If the patient picked something up from the floor, it took days to get over it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he had had back pain for years, since 2000, which was prior to the implantable neurostimulator (ins). Because he had an impact injury it was impossible for him to walk now and exercise to strengthen his back. The patient was implanted for pain in his feet, ankles and legs. He had complex regional pain syndrome (crps) and the device worked great for pain in his legs and it was ¿next thing to heaven.¿ the patient loved and enjoyed the device. A manufacturing representative (rep) tried really hard to reprogram the device to see if it could work on his back. If it worked for his back it did not work for his legs and he needed the device to cover the pain in the legs. The healthcare professional (hcp) wanted to put another device from another company. That device had 3 or 4 wires and high density. This current device had only 2 wires and wondered why the manufacturer didn¿t make 3-4 wire system. The patient would rather keep the current device. He wondered if it was possible to have two devices in the body. The other device had high frequency and he did not like that. He already tried it and he had the rep have this his high frequency where one did not feel stimulation, and he did not like that. The patient also mentioned he tried getting a pain pump put in but they would not do that. He would also go the chiropractor and he did feel his vertebrate pop at the chiropractor¿s session, so he was hoping it would help his back. It was in (B)(6) 2016 when the rep tried to program the device for his back but then it would stop helping his legs. The rep was also able to put more power to the right leg and also gave a new function on the programmer for his back but the program was that the leads were not right where they should be. He was getting stimulation but losing stimulation his feet. Oral fentanyl and oxycodone was not working to help the pain at all. He would like to explore other lead op tions with his current implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).